Manufacturer narrative:
The report of the thermogard xp ivtm console (sn (B)(4)) displaying a tcmid:06 (ce post error) error message was confirmed during functional testing and review of the event log. The root cause is due to a defective cooling engine. During visual inspection, the console were observed with missing cold well cap and damaged white rollers, bumpers, cover of prime switch, cold well gasket and pump lid. These type of physical damages found during visual inspection is likely due to normal wear and tear for the age of the device or due to mishandling. These issues are not related to the reported complaint. The console is a reusable device and was manufactured on 18 jan 2013. It has exceeded its expected serviceable life of five years and is over 6 years old. Review of the event log retrieved from console revealed tcmid:06 error message. Evaluation of the console revealed a tcmid:06 error message during functional testing. The cause of the error message was attributed to a defective cooling engine. Upon customer approval, the cooling engine will be replaced along with the physical damaged and missing parts. The console will be functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system serial number (B)(4).

Event description:
During set up for patient use, the thermogard console (sn (B)(4)) displayed tcmid:06 (ce post error) error message during start up. Adjunct therapy was administered. No known impact or patient consequence was reported.